Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (1 mg/ml at .0594 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had recently lost additional weight and the pump flipped in the pocket, so a pocket revision was scheduled to tie down the pump. During the procedure, the pocket was opened, and it was verified that the pump was flipped. The catheter was found to be very twisted. They tried aspirating through the cap (catheter access port) which was unsuccessful. A kink was identified on the distal end of the connector. The catheter was cut above the kink and then drug/csf (cerebrospinal fluid) was aspirated. The hcp then removed 2.5 cm of the distal catheter and the pump segment of the catheter. The remaining portion of the distal end of the catheter was attached to a new pump segment of catheter. They then aspirated through the new/revised catheter. The drug was removed from the reservoir and the expected volume was 11.3 ml, but they withdrew 18 ml. The pump was sutured into the pocket, the catheter and cap were primed, and the dose was reduced by 60%. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the patient¿s weight loss.